Manufacturer narrative:
The reported event is confirmed use related as the user did not follow the instructions for use and the patient had a urinary tract infection prior to use of device. The potential failure mode is catheter/balloon not biocompatible. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: do not use the x-force® balloon dilation catheter in the presence of conditions, which create unacceptable risk during the dilation of the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that a male pediatric patient (14 years old) experienced perforation and urinary tract infection after placement of the device, these complications were directly attributable to usage of balloon dilation catheter. Perforation was not present prior to placement of the device and did not result in patient injury requiring medical or surgical intervention. Urinary tract infection was present prior to placement of the device, and did result in patient injury requiring medical or surgical intervention such as ureteral scarring. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a male pediatric patient (14 years old) experienced perforation and urinary tract infection after placement of the device, these complications were directly attributable to usage of balloon dilation catheter. Perforation was not present prior to placement of the device and did not result in patient injury requiring medical or surgical intervention. Urinary tract infection was present prior to placement of the device, and did result in patient injury requiring medical or surgical intervention such as ureteral scarring. Medical intervention was unknown.